Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming testing) was confirmed. Upon investigation the monitor failed a detect and treat test. The cause for the failure was isolated to a defective d8 component on the defib board pca. The root cause for the defective d8 component could not be positively identified. No adverse event resulted in the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.